Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the objective lens cleaning function¿ 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. 1. Keep the air / water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that angulation of the evis lucera colonovideoscope was reduced. The customer did not known when the insufficient angle occurred and no additional information was available. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a foreign object in the nozzle. The report is being submitted due to foreign object in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings , evaluation found the customer complaint was confirmed and the bending angle was insufficient due to the elongation of the angle wire. In addition, evaluation found the play of the angle knob was out of normal state due to elongation of the angle wire, poor insulation performance at the tip was found due to adhesive of the curved rubber peeling, the curved rubber adhesive part was missing, there were wrinkles in the insertion tube, the air/water supply cap was loose, the objective lens was missing, the operation part was discolored, the suction cylinder was scraped, the electrical contacts were corroded, the seal on the scope peeled off and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.